Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16: using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reports she had some skin irritation. She saw a doctor about the issue. Doctor stated that due to the shape of the irritation it was not the adhesive, but the cannula that was the cause. She was diagnosed with an allergic reaction. The patient was prescribed trimethazone cream, dosage unknown, and told to use as needed, up to 3 times a day.